Manufacturer narrative:
The handpiece was returned to olympus for evaluation. The evaluation found the teflon pad was deformed and the probe tip was broken off at 12.5 mm. The broken probe tip was not returned. In addition, abrasion and marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of the output while grasping hard tissue with the proximal end of the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed) the device was tested using an esg-400/usg-400 and the device failed the probe check test. The instruction manual warns, "do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the thunderbeat handpiece stopped working. An open circuit error, followed by an ultrasonic level error was displayed on the generator. The procedure was completed with another handpiece. There was no pt injury reported.